Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Customer¿s blood glucose level was 212 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.